Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient was experiencing unexplained high blood glucose. Customer's blood glucose was 250 mg/dl-400 mg/dl for the last couple of weeks. Customer stated that patient was having ketones. Customer stated that the insulin pump alarmed no delivery and she thinks this was related to an air bubble on the insulin pump. Customer stated that they removed the battery. Customer will call back to do troubleshooting. No further information provided.